Event description:
It was reported that the workstation on the 9800 system would not boot. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the sbc and the video control pcb.